Event description:
It was reported that during an osteosynthesis surgery (variax distal radius), the surgeon used the screwdriver and when he was making pressure over the locking screw, the screw broke in several parts.

Manufacturer narrative:
The screw was not returned to stryker.